Manufacturer narrative:
Cmpl(B)(4) diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a "g7 wearable failure" was reported. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient reported that on (B)(6) 2024, they experienced a wearable failure which occurred 7 days after the sensor had been inserted in the arm. The patient experienced a sensor failure, he was sitting down and his son went to him. At home the son took a blood glucose (bg) reading which was 34 mg/dl and the son called emergency medical services (ems). The patient was taken to the hospital and treated there with glucose injection (meant to be glucagon) and provided some cheerio¿s and chocolate pudding. After the treatment the bg increased to 115 mg/dl. The patient was discharged after 6 to 8 hours after being monitored. Before going home the bg reading was 157 mg/dl. At the time of the report the patient was feeling better. No other details were documented. Data was provided for investigation. The allegation was confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.